Manufacturer narrative:
The technician found a hydraulic valve not functioning. He replaced the valve to repair the bed.

Event description:
Information received indicates the head section and the head hi/low cannot be raised.